Event description:
It was reported that an alert was received in the remote home monitoring system for out of range intrinsic amplitude measurements on the left ventricular (lv) lead. No lv undersensing was observed from this cardiac resynchronization therapy defibrillator (crt-d) as a result. Further review of remote home monitoring data showed this crt-d exhibited farfield r-wave oversensing on the atrial channel resulting in inappropriate atrial tachy response (atr) mode switches. Further review was recommended to the physician. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.